Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for procedure, automatic helix retraction was noted at the lead tip while the lead was implanted in the body. The lead was not used and replaced. The patient was stable.